Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as an unknown left knee insert. An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
The surgeon revised the patient's left knee.